Event description:
The MFR received info alleging a ventilator's display screen was black. There was no harm on injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the lcd display screen was found to be cracked. The device's lcd display screen was replaced to address the issue.